Event description:
It was reported in an article published in 'radiology: volume 249: number 3 - december 2008' that post a coronary drug eluting stenting treatment procedure, a stent fracture occurred. The pt had an unk size taxus express2 drug eluting stent implanted in the right coronary artery (rca), implant date is unk. During a retrospective study, the stent was found to be fractured. It is unk what if any intervention was done.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.